Event description:
The advocate stated the customer's blood glucose was tested on his contour ts meter and the reading was hi. He was re-tested with a different meter and the reading was 170mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Control tests were run during the call and the readings were hi, hi. The normal control range was 101-139mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.